Event description:
Customer reported she had high blood glucose of 400 mg/dl and the insulin pump did not alarm to notify her about high. High alert was set to 220 mg/dl. Customer was advised if the sensor did not read above 220 mg/dl the device would not alarm. Customer stated she treated because she was not feeling good. It was determined the device was alarming meter blood glucose now. No further info reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.